Manufacturer narrative:
B3: event date is year valid medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated the implanted neurostimulator (ins) charge time is getting shorter and shorter. Patient stated at first they got 4 days out of the implant and then they would get 3 good days and then it went down to 2 days, but now they are only maybe getting a day and a half. Patient mentioned last night they went to charge the implant and the controller was completely empty and they could not charge the implant. Patient stated that the controller died while they were charging their implant. Patient stated they were able to get the implant up to 100% at one point; patient stated that they were told that their implant would last about 10 years. Agent walked patient through resetting the controller. Agent had the patient inspect the recharger for any visible damage; patient confirmed no damage. Agent had the patient start a charging session; patient stated that before the call they were recharging excellent. Patient noted that they were recharging excellent and the controller was at 90% and the implant at 50%. Patient rep noted that the stimulation will just turn off on its own and then the patients back will start hurting; the stimulation being on is lasting shorter as well. Patient mentioned that they went to bed with 50% for the implant and woke up with the implant completely empty. Patient rep asked general charge duration and frequency questions, also asked about implant depletion; agent reviewed the information with the patient rep and patient. Agent advised the patient to continue charging their implant, monitor the issue, and speak with their doctor about the implant depletion issues. Agent redirected the patient to follow up with their managing hcp to further address the issue.